Event description:
Caller reported blood glucose results of 251 mg/dl and 130 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 290 mg/dl and 130 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.